Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that both the recharge time and recharge intervals for her ipg have increased. In addition, the patient is allegedly feeling discomfort at the ipg site when her stimulation is in use. Surgical intervention will be undertaken to rectify this issue; however, a date for the procedure has not been set.